Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) performed on december 26, 2010. According to the complainant, during the procedure, an attempt to place a clip within the esophagus was made however; the clip would not open. Reportedly, the clip was removed with the delivery catheter and the case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; failure to release from the catheter.

Manufacturer narrative:
(B)(4): clip failed to release from catheter. A visual examination of the returned device found that the clip assembly was mashed onto the bushing. The clip assembly could not be deployed and the prongs could not be opened or closed. It was also noticed that there was a kink in the control wire. The reported event of clip won't close was confirmed through analysis of the returned device. However, the evaluation further revealed that the clip was mashed onto the bushing which would have prevented it from releasing from the delivery catheter. This damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.